Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to an alternate method of insulin therapy.